Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with episodes of non-sustained rv oversensing due to post-paced t-wave oversensing via merlin.net transmission. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes and dft testing were recommended. Programming changes were made. The patient's condition was good before and after the programming.